Event description:
Pain mgr reports that in 2002 a pt status post total knee replacement was found unresponsive with shallow respirations. Pt pain pump was programmed for 0.3mg dilaudid every 5 minutes with a lock out of 1.5mg over 1 hour. Pt received 2 amps of narcan and a narcan drip was hung over-night. Pt recovered without further incident.